Event description:
It was reported from (B)(6) that a patient experienced battery switching. The batteries were exchanged with no report of consequences or impact to the patient. No additional information was provided. This is report 2 of 2.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The batteries passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. Analysis of the controller log files indicate that the most likely root cause of the reported event is due to communication error between the controller and the batteries. Applicable risk documentation and experience with events of similar circumstances were considered; events with batteries involving "power switching" are most often attributed to a communication error between the controller and batteries. The most likely root cause of the reported event is a communication error between the controller and batteries. Heartware has initiated an internal investigation to further investigate this issue. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01199 and 3007042319-2015-01200) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de (B)(4); 1650de (B)(4); 1650de (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01199 and 3007042319-2015-01200) submitted for devices related to the same event.